Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 265, 343mg/dl . The customer's expected fasting blood glucose test result range is 145 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 286 and 236mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/25/2018 and open vial date is 4/1/2017. The meter memory was reviewed for previous test result history: the 228mg/dl (B)(6) 2017 11:04 am fasting: yes, the 265mg/dl (B)(6) 2017 06:37 pm fasting: yes, the 343mg/dl (B)(6) 2017 06:31 pm fasting: yes, the 265mg/dl (B)(6) 2017 06:31 pm fasting: yes, the 230mg/dl (B)(6) 2017 10:21 am fasting: yes.